Event description:
It was reported that three days after a stenting treatment procedure, the stent was observed to be smaller than expected after deployment. The 12 x 60mm x 100cm wall stent was implanted in a dvt (deep vein thrombosis). Three days after the implant, the physician checked the stent via fluoro and observed that the stent was 4cm, noting that it should be a minimum 6 cm after deployment. No patient injury or complications were reported. The patient's condition was reported as "good". Additional information has been requested.

Manufacturer narrative:
The complainant indicated the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.